Manufacturer narrative:
Lot number - (B)(4). Two single-use devices were received for evaluation. For the first sample, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was attempted by manually filling the bladder with solution. After fill, no evidence of flow was observed at the distal luer. Microscopic examination on the flow restrictor revealed the cause of the no flow was due to crystallized drug blocking the fluid path at the distal end of the glass capillary. The reported condition was verified. The cause of the crystallization could not be determined. The second sample was received for evaluation received without its flow restrictor. Since the flow restrictor was not returned, a functional flow rate test could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that there was no flow of medication through three large volume infusors during infusion. The events involved patients with no patient consequences. No additional information is available.